Manufacturer narrative:
The samples were stored frozen over the weekend, thawed and then batched for the monday morning run. Qc had been within the established ranges. Specific qc data has not been supplied to date. Additional system information has not been supplied to date. Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) replaced the transducer as a preventative measure. The fse performed a 30 replicate precision test using the low level hyb-psa qc material. All results were within the specifications. The fse also verified pipettor alignments. No issues were noted. A definitive root cause has not been determined to date with the data supplied.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to lower than expected hybritech prostate specific antigen (hyb psa) results, above the normal reference range, generated by access 2 immunoassay clinical system for twenty six (26) patients' samples. The results were reported out of the laboratory. Subsequent testing produced higher results outside of assay precision claims, and the reports were corrected. The customer did not receive any reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.